Event description:
It was reported via int'l report #64-99d, that a customer observed rough/sharp edges on the cannula of one (1) size 8 fen device. This was noticed prior to insertion. There is limited info reported regarding pt involvement. The device was returned to the MFR for decontamination, analysis, and investigation on 11/24/99.